Event description:
It was reported that the head right caster broke during transport. It was alleged that the broken caster caused damage to the floor. It was reported that there was no patient involvement, medical intervention and no delay.